Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported two cracks in the insulin pump casing. The blood glucose reading was 140 mg/dl. Nothing further was reported.